Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using a proglide device after an interventional percutaneous transluminal carotid angioplasty (ptca) procedure with a 7f sheath. Reportedly, the suture broke while advancing the knot. Another proglide device was used to achieve hemostasis. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.